Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. Functional testing was performed and failed due to failed usb test. The receiver log was downloaded and reviewed, finding that the receiver unexpectedly turned on. The receiver was opened and an internal visual inspection was performed and failed due to moisture damage. The allegation was confirmed. The root cause was determined to be moisture damage. No injury or medical intervention was reported.